Event description:
It was reported that the guidewire was stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa was selected for use. After successful ablation of the first two veins, the farawave catheter was moved to the right superior pulmonary vein (rspv). The physician noted that the guidewire could not retract or advance. An attempt was made to slowly advance the wire while deploying the catheter and sliding it back simultaneously, but this was unsuccessful. The catheter was withdrawn, and the guidewire was observed to be stuck in the catheter tip. The farawave catheter splines were visibly inverted and were manually corrected. No tissue was visible on the tip of the guidewire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientifics post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was successfully inserted through the catheter without resistance. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no issue noted with the splines. Microscopic inspection of the spline cage of the catheter did not note anything out of the ordinary. The reported event could not be confirmed via analysis.

Event description:
It was reported that the guidewire was stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa was selected for use. After successful ablation of the first two veins, the farawave catheter was moved to the right superior pulmonary vein (rspv). The physician noted that the guidewire could not retract or advance. An attempt was made to slowly advance the wire while deploying the catheter and sliding it back simultaneously, but this was unsuccessful. The catheter was withdrawn, and the guidewire was observed to be stuck in the catheter tip. The farawave catheter splines were visibly inverted and were manually corrected. No tissue was visible on the tip of the guidewire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been received at boston scientific's post market laboratory.